Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen for their sixth backup battery fault. They had undergone numerous backup battery exchanges and would undergo a system controller and modular cable exchange. Log files were sent for review. The event log file recorded a backup battery fault event on (B)(6) 2025. This event appeared to have occurred after the controller attempted a load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4 - expiration date - correction. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. Data from the reported event date of 29jul2025 in the submitted controller event log file was reviewed. The backup battery fault alarm was intermittently active from (B)(6) 2025 at 00:37:45 ¿ (B)(6) 2025 at 08:18:44 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm cleared after a load test was completed but it would reactive shortly after. It lasted through the end of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The provided information stated that the patient had their 6th backup battery fault. They underwent numerous backup battery exchanges, so the controller and modular cable were exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on (B)(6) 2025. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.